Event description:
The hospital reported that during unpacking the vh-3000 hemopro device, it was noticed that the boot cover on the jaw has already cracked, came off. Device was set aside for returning. A replacement device was used to complete the procedure. There was no patient complication reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.